Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the patient is very thin contributing to the tenderness felt when pushing on the stimulators. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the tenderness is due to the patient being thin. However, the cause of the pain, tenderness, redness, and drainage are unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported pain, tenderness, redness, and a small amount of drainage at their incision sites. Antibiotics were prescribed. After meeting with the physician on (B)(6) 2022, the incisions looked fine with no redness, swelling, or drainage. Additionally, the physician prescribed lidocaine patches for patient to use as they complained about tenderness when pushing on the stimulators. No further issues have been reported.